Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. No audio/beep anomaly was noted. Unable to perform any tests due to buttons unresponsive. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a high pitched noise from the insulin pump and they were unable to turn off the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also reported that none of the buttons were working. The customer mentioned that the insulin pump was showing a black shaded circle. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.